Event description:
Covidien received info that the 840 ventilator was inoperative. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) was not able to duplicate the alleged malfunction. The unit passed extended self-testing.